Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the lot number. Unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections.: the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an endoscopic evacuation of hematoma for cerebellar bleeding procedure on (B)(6) 2024 and suture was used. During the procedure, when using z712d as usual for subdermal suture in closed head of the endoscopic evacuation of hematoma, 2 needles were broken in a row. Although the needle tip was grasped with a needle holder, things that do not usually happen happened twice in a row, so that package was not used and taken a new package out and sutured. It has not fallen into the surgical field because the broken needle tip was taken it out with a ratchet to pinch it in place and not let go. The needle on the body side with the string attached was also quickly retrieved because of pulling the string side. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.